Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that at the wound check, it was noted that both the right atrial lead and right ventricular lead exhibited low amplitude and loss of capture which did not lead to asystole. The leads also exhibited high thresholds and low sensing. As a result, both leads were repositioned and remain in service. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.